Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 383(mg/dl). Ketone level was high and considered dangerous by healthcare provider. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). IV insulin was administered. Bg/dka were resolved. Customer discharged on (B)(6) 2018. Reportedly, the customer successfully resumed insulin delivery on the pump.